Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose on (B)(6) 2019 of 2.1mmol/l, with blurred vision, confusion, cognitive impairment, difficulty speaking, and unsteadiness when standing and walking, and a severe headache, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history totals in total daily dose did not match due to the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.